Manufacturer narrative:
Additional narrative: patient information not available for reporting. 510k: this report is for an unknown reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one of the tanges that houses the reamer heads is broken. Reamer head will stay on the shaft, but the tab is broken. No patient consequence was reported. This report is for one (1) unknown reamer head. (B)(4).